Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: no information regarding explantation or an expected explantation date has been received. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 29-year-old hispanic female patient underwent a primary breast augmentation with a 325cc mentor memorygel breast implant and experienced a rupture, capsular contracture (baker grade unknown), a local reaction, lactation disorder, and lymphadenopathy on the right side post-operatively. The patient reported ¿black stuff¿ was coming out of the right nipple and couldn¿t breastfeed. The patient also reported that the shape of the breast changed, pain, and felt a lump under the armpit. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.